Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. After the watchman procedure the patient was resting and began to complain of shortness of breath. An echocardiogram was performed and a small to moderate pericardial effusion was noted. A pericardiocentesis was performed and 200cc of pericardial fluid were removed. The patient was admitted to the hospital on (B)(6) 2025.